Event description:
It was reported that the artificial urinary sphincter (aus) could not be activated after implantation because it was not possible to find the control pump in the scrotum. A revision surgery will be scheduled. No patient complications were reported.

Event description:
It was reported that the control pump of this artificial urinary sphincter (aus) had migrated and could not be found in the scrotum. Due to this, the device could not be activated. A revision surgery was performed to reposition the pump. No patient complications were reported.